Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the device noted no abnormalities. The single use loading unit (sulu) was received partially applied and the interlock was engaged. No damage was noted to the knife blade. The sulu was reset and loaded the sulu into the returned device. The instrument and sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing or if the instrument is applied against an excessive amount of tissue during the clinical application. If the firing knob is not fully retracted, difficulty in unloading the loading unit may be experienced, and may prevent further loading from occurring. The instructions for use (IFU) states that to remove the sulu, separate the instrument halves. Holding the cartridge-half of the instrument, grasp the proximal end of the sulu tabs and pull up and out to remove the sulu from the instrument. To place a new sulu into the instrument, hold the sulu by the proximal end tabs and insert into the cartridge fork at a 30 to 45 degree angle from the distal end down until the unit snaps into place. Remove shipping wedge after sulu is fully loaded. Sulu will ¿float¿ up and down in final loaded position. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during distal gastrectomy, when performing the resection of small intestine, the firing stopped on the halfway, and the device could not be fired. The event occurred at the third firing during the operation. According to the doctor, from the first firing, the firing knob was stiff, and doctor felt strange. There was no problem with the second firing, at the third firing, the firing knob could not move forward on the halfway. The procedure was completed with another device. The surgical time was extended by less than 30 min. The status of the patient was reported as no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during distal gastrectomy, when performing the resection of small intestine, the firing stopped at the halfway, and the device could not be fired. The event occurred in the third firing during the operation. According to the doctor, from the first firing, the firing knob was stiff. There was no problem with the second firing, at the third firing, the firing knob could not move forward on the half way. The procedure was completed with another device. The surgical time was extended by less than 30 min. There was no patient injury.